Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Robotic da vinci nephrectomy - trocar was used for the camera port and the facility experienced the cannula crack / collapse with a mount was being used. The doctor identified the malfunction at the end of the procedure when the cannula was being removed. There were no parts of the cannula that fell into the patient. Four malfunctions were reported at this time during different procedures. Type of intervention: no intervention needed patient status: no patient injury.